Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reports on (B)(6) 2015 customer got 0.1mmol/l, 1.1mmol/l and 6.8mmol/l within 10 minutes. Customer reported a separate comparison of 0.1mmol/l and 6.3mmol/l within 10 minutes. On (B)(6) 2015 customer tested and got 0.7mmol/l and 6.2mmol/l within 10 minutes. No adverse event reported. Monitor and strips replaced and requested to be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.